Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in storage of an untreated episode. Noise and t-wave oversensing was able to be recreated with patient movements. The patient was noted to have small r-wave signal amplitude measurements. The automatic setup process was completed and did not pass in any available vector and noise was noted. It was noted that pre-implant screening tests had passed in all vectors. Automatic setup was again performed and passed in alternate sensing vector. Tachycardia therapy was programmed off and the patient was scheduled for a potential electrode replacement procedure on a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in storage of an untreated episode. Noise and t-wave oversensing was able to be recreated with patient movements. The patient was noted to have small r-wave signal amplitude measurements. The automatic setup process was completed and did not pass in any available vector and noise was noted. It was noted that pre-implant screening tests had passed in all vectors. Automatic setup was again performed and passed in alternate sensing vector. Tachycardia therapy was programmed off and the patient was scheduled for a potential electrode replacement procedure on a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the device was reprogrammed to secondary sensing vector. A health care professional (hcp) contacted technical services (ts) and requested review of stored device data. Ts reviewed a copy of recent stored device data and noted no noise recorded while programmed to secondary sensing vector. Ts discussed the potential of the noise being related to sense b noise. Ts recommended device and electrode replacement. A revision procedure was already scheduled for a future date. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in storage of an untreated episode. Noise and t-wave oversensing was able to be recreated with patient movements. The patient was noted to have small r-wave signal amplitude measurements. The automatic setup process was completed and did not pass in any available vector and noise was noted. It was noted that pre-implant screening tests had passed in all vectors. Automatic setup was again performed and passed in alternate sensing vector. Tachycardia therapy was programmed off and the patient was scheduled for a potential electrode replacement procedure on a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the device was reprogrammed to secondary sensing vector. A health care professional (hcp) contacted technical services (ts) and requested review of stored device data. Ts reviewed a copy of recent stored device data and noted no noise recorded while programmed to secondary sensing vector. Ts discussed the potential of the noise being related to sense b noise. Ts recommended device and electrode replacement. A revision procedure was already scheduled for a future date. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.